Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient observed two pieces of fibrin and air bubbles in the patient line. The tsr had the patient close the clamps, disconnect, and cycle the power. The hc alarmed power restored/initial drain. The tsr assisted the patient with ending therapy and getting the set out. The tsr recommended the patient contact their nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient stated they spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully although they were currently very sick. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient being very sick. The rn stated they were aware of the patient being sick and stated that there was no relation to the peritoneal dialysis therapy and that is was a separate issue. The rn stated the patient was continuing therapy on the cycler successfully. No further information was provided.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm where air was observed in the patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.